Manufacturer narrative:
First customer complaint received on the hex driver. Complaint was deemed not reportable since there was no adverse event. Followup on similar drivers resulted in similar malfunction of the device. Product recall has initiated with a recall submission # (B)(4). This report is in association with the product related to the recall that had a similar malfunction.

Event description:
It was reported that the stabilization ring came off while a screw was being inserted during a procedure. Complaint was assessed and MDR was not filed as no adverse event was reported. Reevaluation of similar complaints on the similar products showed a trend in the failure modes and these complaints are being reported as mdrs.